Event description:
In 2008 - des - rep called in and said he pulled the head down valve and fluid shot out of the port and got in his mouth. He said the safety glasses protected his eyes. The head section dropped as well. He claims we never told him to make sure the head was down or to brace. I told him he should follow the procedures in the manual. Anytime he works under the bed he should have the hi-low braces in place. Also the manual has other safety warnings and cautions. He said he was not hurt and did not swallow the fluid. 2008. Man112 rev7 page 4-97 procedure 4.30 hydraulic valve replacement clearly states to make the sleep surface flat and install hydraulic cylinder braces.